Event description:
The reporter stated that it was impossible to extract the asnis 2 guided screws. The approach had to be enlarged in order to remove the screws. It was noted that there was good bone knitting prior to the extraction. No adverse consequences or surgical delays were reported.

Manufacturer narrative:
Eval of this event cannot be performed because the device was not returned to howmedica rutherford for examination.